Event description:
It was reported by service report that the power cord is frayed with exposed wires. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Frayed power cord with exposed wires.